Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. The clinical observation was unable to be confirmed. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Based on the information received, it is most likely that technical issue contributed to this event. A manufacturing related issue was not identified. No further corrective or preventative actions are required at this time. Edwards will continue to review and monitor all events through the use of edwards quality systems. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, edwards received information form the implant patient registry that a 25mm bioprosthetic mitral valve was treated with edwards valve-in-valve intervention after an implant duration of four (4) years, four (4) months, and twelve (12) days due to stenosis. The patient tolerated the procedure well and was discharged on postoperative day 6. Through medical records, echo revealed stenosis of bioprosthetic mitral valve (mean gradient 10 mmhg at hr 62bpm) due to fixation of the two anteriorly positioned leaflets, possibly from suture fixation intraoperatively (no visible thrombus or calcification). Given her progression worsening mitral valve stenosis, she was referred to stanford valve clinic for consideration for transcatheter mitral valve replacement.